Manufacturer narrative:
The scrotal port erosion was identified when the physician attempted to perform the patient's first adjustments resulting in a delay to therapy to achieve optimum continence with the proact implants. The physician plans to clean and/or rinse the port, adjust the device volume, place the port back in the patient's scrotum, and close the eroded skin with a suture in the or. A uromedica representative advised dr. Blick that device explantation is standard procedure for proact device erosions, however the physician elected to proceed with his plan. (B)(4).

Event description:
Scrotal port erosion through the skin (side unspecified) in a proact patient.